Event description:
It has serious health problems for me: nausea, pain, vomiting, diarrhea, constant back pain, stomach bloating. Please do something about this procedure. It's destroying women's lives and makes them have to bare constant pain and don't wait until one of us dies. Reason for use: heavy vaginal bleeding.